Event description:
It was reported that premature battery depletion was suspected on the device. Abbott technical services was contacted, session records were reviewed, and premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was in stable condition.